Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/19/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty overwrap, one paper lid, one winding former one suture piece and two needle-suture pieces were received for analysis. Product code 698g; this product code is single armed. Review of the sample revealed an extra needle/suture of the same product code in the package. Visual inspection of the former winding identified a mark in one slot, while damage was evident outside that the same slot, indicating a extra needle had been incorrectly positioned in the tray. This resulted in a wrong number of components in the package. Based on the information currently available, the extra needle suture issue was identified as wrong number of strands during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint#: (B)(4). H6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested, but unavailable: additional information was requested, and the following was obtained via: are there any photos available? No, have. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq): (B)(6).

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, during an unknown surgery, this product supposed that there was 1 needle, but it was found that there had been 2 needles. (A single needle was mixed in.) This event was found before use. It was not a control release needle. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.